Event description:
Reportable based on analysis completed on 03-aug-2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the device was unable to cross the lesion. The target lesion was located in the highly calcified left anterior descending artery (lad). The 3.00mm x 20mm ion was advanced to the lad, however the device was unable to cross the lesion. The procedure was successfully completed with another of same device. No patient complications were reported and the patient's current condition is stable. However returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by mfg: returned product consisted of a taxus element/ion stent delivery system (sds) with stent. There was contrast in the wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were five bent and flared struts in the first proximal row of stent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited to anatomical procedural factors. (B)(4).